Manufacturer narrative:
Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was putting a 100mm titanium helical blade into a trochanteric fixation (tfn) nail. The helical blade was halfway in and it would not advance or could not get it back out. The surgeon verified the side arm was at the same angle as the nail and verified that the anti-rotation mechanism was not interfering with the helical blade. The helical blade insertion handle was removed. The blade was easily removed with the slap hammer. The surgeon elected to remove the nail and replaced it with a new nail. The helical blade was also replaced with a new one. The procedure was completed successfully with no addition complications. The nurse had stated that the nail was reprocessed at the hospital because it was opened in a prior case by accident. No x-rays are available. There was a surgical delay of ten (10) minutes. Patient outcome was unknown. Concomitant devices reported: 11.0mm ti helical blade 100mm (part number 456.305, lot unknown, quantity 1), extraction instruments: cmf (part number unknown, lot unknown, quantity 1), insertion instruments: trauma (part number unknown, lot unknown, quantity 1), impaction inst: hammer/mallet: tr (part number unknown, lot unknown, quantity 1). This report involves one (1) 11mm/130 deg ti cann troch fixation nail 400mm/right-ster. This is report 1 of 2 for (B)(4).